Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following an open-heart surgery, this right atrial (ra) lead exhibited loss of capture (loc), high pacing thresholds, and loss of sensing. It was suspected that there was a tissue interface anomaly due to the heart surgery. As a result, an additional surgery was required to cap and replace this lead.